Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was tested on an in-house system and passed the recognition and engagement tests. The grip tips opened and closed properly. Additionally, the instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.42mm. The grips were not found to be cracked. Moreover, the instrument was found to have the conductor wire dislodged from the connector pin of the energy instrument identification board inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length was measured to be 76mm. The conductor wire was installed back on the connector pin and passed the continuity test. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the force bipolar instrument was found to have a mouth part jammed, could no longer be moved and could not be pulled out of the trocar, the trocar had to be removed from the patient together with the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument¿s handle parts appeared displaced in the mail test, but the tips were intact with no recognizable cable break. No tissue was stuck to the jaws, no fragments fell into the patient, the port incision was not increased for removal, there was no patient injury, and the issue was resolved by switching to a bipolar fenestrated instrument.